Event description:
It was reported that customer experienced issue where t:slim x2 pump battery would not charge despite using tandem charging cable, tandem wall adapter, and alternate charging components. There was no reported impact to the customer¿s blood glucose level. Customer tried a different wall adapter and charging cable without success, then planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump shipment, instructed customer to allow battery to fully deplete before return, and advised customer to program pump settings, reconnect continuous glucose monitor, and return malfunctioning pump using prepaid label within 10 days.